Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 568 mg/dl and an insulin injection was administered to address bg. Contact reported a large air bubble in the tubing and had performed a fill tubing step to remove the air. Insulin delivery was resumed.